Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that around the beginning of (B)(6) 2018, the patient went to pick something up and when they went to stand up they felt an electric shock that went through their body. It "messed up their left side" from the lower back and all the way down to their toes. This caused the patient to be in terrible pain. There was no mention in the call that the patient had experienced any trauma, falls, electromagnetic interference (emi), etc. The patient had gone to their primary doctor who ruled out a blood clot via an ultrasound. They were then sent to see a doctor at an orthopedic clinic, who then redirected the patient back to their pain management doctor because they felt the jolt could have come from the ins. There was no resolution at the time of this call. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-jul-26. When asked to clarify the patient stating that their left side was ¿messed up¿ the hcp indicated ¿struck by lightning¿-sudden onset of shooting pain in their left buttock through their left hamstring, calf, foot, to toes. The patient feels knots in their left lower extremity. The cause of the shocking was unknown and the cause of their left side being messed up was unknown. The hcp indicated that the shocking was not resolved but they will have an updated MRI and their left side being messed up and pain was not resolved. The patient would follow up in clinic after. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-aug-21. The hcp indicated that there were no acute findings from the MRI. The MRI results did not help determine the cause of the issue. No actions were taken to resolve the issue. No further complications were reported/are anticipated.